Event description:
Stem was well fixed distally and loose proximally. Surgeon suspects adverse response to metal debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.